Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, the alert was verified in device history, the pump was restarted per instructions, the alert recurred, and the patient was instructed to shut down the device and use backup therapy while a replacement was arranged. Symptoms included hyperglycemia with a reported maximum of 260 mg/dl without ketone testing, medical intervention, or other assistance, and without acute complications. Outcomes included no hospitalization and temporary interruption of therapy pending replacement. Investigation included review of device history, confirmation of the alert, and troubleshooting education including restart and shutdown procedures. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.